Event description:
Pacer generator and leads placed in 1995 was tested and found to have inadequate parameters. Replaced pacer ventricular leads and generator without problems with adequate parameters.